Event description:
It was reported that pt underwent left total knee arthroplasty in 1999. Subsequently, pt was revised in 2008. Upon entering the knee, very black darkened charcoal gray synovitis was encountered, it appeared to be metallosis throughout the joint.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Follow up is in response to FDA letter received august 4, 2008 dated july 28, 2008, requesting trend analysis information on the device associated with this report. Biomet has performed a three (3) year review of our complaint system and identified only two (2) reports of this nature associated with this type device. Both events were reported to biomet inc. June 25, 2008 via medwatch report from the same user facility. The first report being this one and the second report is medwatch report #1825034-2008-00194. Both reports indicated that when the knee was entered, metallosis and darkening of the synovium was present. The reported devices were not available for evaluation; however, in effort to further investigate, device history records for the two (2) devices were reviewed.